Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - canada. Review of the most recent repair record determined the device had a bent comb. The comb and comb springs were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned for preventative maintenance and later discovered to need a repair. There was no patient involvement. Due diligence is complete. Upon investigation, there was a damaged comb.